Event description:
Rec'd report of blood backing up into the safeset port. Customer contact reports approximately three undocumented incidents over the past 2-3 months. Blood is backing up from the pt arterial line catheter into the transpac line, port syringe, or transducer. If the blood backup is less than seventy (70) inches and remains heparinized, it can be flushed back into the system. If unable to flush, the arterial line will be discontinued and the physician is notified. There is one report of an arterial line clotting off due to blood backup but specific pt or event details are not recalled. There have been no reports of pt harm or injury due to the incidents. Due to the sporadic nature and time elapsed, no specific pt or event info is available. Staff re-inservicing was conducted by the abbott sales representative and there have been no further reports of incidents since the inservice was completed.